Event description:
Customer reported a failure to alarm. The device was in use at the time of the event. No patient harm or injury was reported.

Manufacturer narrative:
Per good faith effort, it was determined that there was no alarm generated because the central station rebooted(centrale station frozen). A philips remote service engineer (rse) assisted the customer to restart the central station, which resolved the reported issue. The reported issue was not confirmed. (B)(6).